Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this lead was successfully repositioned, remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during the implant procedure, this left ventricular lead was implanted and acceptable measurements were obtained. Post pocket closure, as the patient was being repositioned, it was noted this lead displayed loss of capture at maximum outputs. It was determined this lead was dislodged. A revision procedure was performed, this lead was successfully repositioned. Acceptable lead measurements were obtained post procedure.

Event description:
Additional information was received. During a follow up visit, it was thought the insulation damage might have been at the site of the original suture sleeve location. Lead measurements were normal. Normal follow up visits will be performed in the future.